Manufacturer narrative:
This event was originally submitted on regulatory report number: 3004593495-2015-00124 on (B)(4)2015 as a reportable malfunction. A second review of the event determined it was not reportable.

Event description:
It was reported that the programmer takes a long time to boot up and to interrogate devices. It was also noted that printing reports is very delayed. The user was advised to return the programmer. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)